Event description:
This was a lead extraction case performed in the o.r to extract one bi-v ICD, riata 1580 lead, due to low impedance. The lead was prepped with an lld-ez, but it was only able to be passed to the proximal coil area. The physician began with a 16f glidelight catheter. The physician began lasing in the innominate, aiming the laser in a non-coaxial position about half way through the innominate due to lack of good traction. During this period, a birds nest of wires was noted at the base of the proximal coil. Progress was slow, and the wires interfered with the progress of the laser. The physician added the teflon outer sheath and readvanced the laser through the innominate. The outer sheath was advanced to the turn into the svc where it was noted to be pushing the laser straight towards the svc wall. He was able to advance the outer sheath after the laser made progress toward the end of the proximal coil. A drop in blood pressure was identified; the physician eased up on rv lead and pressors were given by anesthesia. The pressure then remained around 80. The CT surgeon was called and tee was inserted. The surgeon was present and assessed the patient's chest on echo and via fluoro, but no effusion was realized, so the surgeon left the o.r. The physician continued with the extraction, advancing the laser catheter and outer sheath to the end of the proximal coil, attempting to advance the outer sheath beyond the birds nest of cables. The pressure again dropped to 60 at this point, and the CT surgeon was called back into the room. There was an effusion visible on tee. The pressure continued to drop, and blood was then ordered to the room. The physician started placing groin lines, and the CT surgeon scrubbed in and opened the chest. Blood arrived and was given by anesthesia. Compressions were initiated as the CT surgeon was prepping the groin for bypass. Once groin cannulas were in place, the pump run was initiated, but could not go on bypass due to lack of volume. Blood that anesthesia was giving through the neck as not being seen to increase the volume in the patient's heart. The tear was realized in the innominate / svc as noted by the CT surgeon. Once on bypass pump, huge clots of blood were removed from under the heart, which is where most of the 4 units of blood the anesthesia team had given ended up. They continued to cool the patient to try and limit blood flow through the brain, but she had not had a lot of circulation through her body for a long time. I left the hospital as they were planning on circulating cold for a while. Apparently, the patient continued to decline, and ultimately the patient was not able to be weaned from the pump. The patient was declared dead in the or that evening.